Manufacturer narrative:
Visual and microscopic examination of the returned device revealed stent damage to the proximal end. The proximal stent struts were pulled back distally. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. Several kinks were noted along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were noted. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guide wire was inserted through the guide wire lumen with no restrictions noted. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The lesion was located in the left anterior descending artery. The details of the lesion are unknown. The physician tried to advance the 3.50x12mm taxus liberte stent to the lesion, however he was unable to cross the lesion. He predilated with a unknown balloon. While he was trying to remove the stent delivery system in order to introduce the balloon, it became stuck to the tip of the catheter. The physician "applied a little more force to retrieve the stent outside the patient." The procedure was completed with a different device. The patient status is o.k.